Manufacturer narrative:
No information has been provided to date. The device has not been returned. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had a system failure message. No patient injury was reported.

Manufacturer narrative:
Other, other text: b3: additional information, the date of event field is updated. B5: additional information was received by the manufacturer and attached on 19 september 2022, the event occurred during the preventative maintenance process and there was no patient involvement. D10: device available for evaluation: updated. H3: device evaluated by manufacturer: updated. H6: event problem and evaluation codes: updated. H10: a sample has been received by manufacturing and investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. Device history record. H3: device evaluated by manufacturer: updated. H10: device evaluation: the device was returned for investigation. Visual inspection and functional tests were performed. The customer reported problem was not related to any previous repair. Visual inspection of the device found the right plunger case, timing plates, springs, push block, and gear missing. The bottom case was cracked. Tamper seal was removed. There was evidence of the error found in the event history log. The customer reported problem was verified/duplicated during inspection as parts of the plunger head were missing, which was also the cause of the reported problem. The missing parts of the plunger head were installed as corrective action. The root cause of the reported problem was traced to user interface and customer damage. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record review was not performed. Service review identified this device has not been in for service in the previous year and there was no indication of a service issue during the investigation.